Event description:
According to the reporter: reference (B)(4) for second balloon. Two trocars were used and both times the balloon on the trocar would not inflate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)